Event description:
Patient reported left side rupture and seroma. The device has been explanted. It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable and will be unreported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. Device remains implanted.